Event description:
It was reported that the bd micro-fine¿+ pen needle was clogged during the injection. The following information was provided by the initial reporter, translated from chinese: "because the patient injected hypoglycemic drugs for diabetic treatment by himself, the pen needle was clogged during the injection, so he came to the outpatient department of the hospital to inject again."

Manufacturer narrative:
Investigation summary no samples were returned for further investigation. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd micro-fine¿+ pen needle was clogged during the injection. The following information was provided by the initial reporter, translated from chinese: "because the patient injected hypoglycemic drugs for diabetic treatment by himself, the pen needle was clogged during the injection, so he came to the outpatient department of the hospital to inject again."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.